Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D10: returned to manufacturer on: 2020. H6: investigation summary a 2000e-04 sample from lot 20075177 was received for investigation with opened packaging. The connecting product in use at the time of the customer's experience was not returned to assist the investigation. A visual inspection of the smartsite sample did not identify any signs of damage or manufacturing defects which could have contributed to the customer's experience. The sample was connected to a 50 ml bd plastipak syringe from retained stock and flushed with fluid; no occlusion or flow resistance was identified during testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20075177 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note that previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance the connecting product in use at the time of the customer's experience was not available for investigation and therefore it has not been possible to confirm if this may have contributed to the customer's experience. A review of the customer feedback database indicates that reports of this nature against the standalone smartsite device occur at a low frequency and have not been attributable to a product defect or manufacturing issue.

Event description:
It was reported that 2 smartsite needle-free connectors had flow issues during use. The following was reported by the initial reporter: "connector not flushing detailed incident description: connector connected to IV line, however fluids unable to be flushed. Appears to be blocked. This is the second connector with this concern this morning. Experienced users so not operator error".

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed, and the (B)(4) number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 smartsite needle-free connectors had flow issues during use. The following was reported by the initial reporter, "connector not flushing detailed incident description: connector connected to IV line, however fluids unable to be flushed. Appears to be blocked. This is the second connector with this concern this morning. Experienced users so not operator error."